Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, he has had headaches ever since. He stated that the problem is especially significant when trying to read with reading glasses and wondered if the yellow tint to the iol could be a problem. The consumer stated he has a history of not being to tolerate looking through tint, which was determined during past use of tinted contact lens in 1986, when he also developed similar symptoms to what he is experiencing now. He stated he was unaware of the tint content in the iols until after the surgeries. In a follow-up with the consumer, he reported he sought a second opinion and this surgeon told him the "iols look good, well centered and that the iols were of a yellow tint". The consumer also reported that he is now wearing new glasses and his symptoms have not improved. Medical records indicated that at three months postoperative, the pt continues to experience dizziness, headaches, and nausea when trying to read while wearing glasses. The pt is being treated with medication and continues to be monitored. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/14/2010 and 10/26/2010 by phone, fax, and mail. Medical records were received on 10/28/2010. (B)(4).